Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter broke while positioning the stent for deployment. While removing the catheter the stent dislodged and remained in the target lesion. The physician was able to advance another balloon and successfully deploy the stent. Pt status is listed as "okay".